Manufacturer narrative:
Tracking # (B)(4). Packaging lot number: m93k5u.

Manufacturer narrative:
(B)(4). Batch # m5622u. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload present. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the staple line was not complete at the end, the surgeon used sutures to complete the procedure. No transfusion was required.

Event description:
It was reported that during a colectomy procedure the device fired fine at the first firing. The device was reloaded with a blue cartridge and the end of the staple line did not look right. About ten to fifteen minutes later the staple line became undone. The surgeon used suture to close and re-force the staple line. The procedure was complete with no patient consequence.